Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70 serial #: (B)(4). Description: infinion 70 cm lead kit the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the leads from the patient's head came out a little. The patient underwent an explant procedure of the leads.